Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc). The alarm occurred during drain 3 of 4, while the hp was connected. The hp cycled the power in order to clear the alarm and the system error 2367 alarm, which followed. The technical service representative (tsr) had the hp disconnect and remove the cassette. There was patient involvement, however there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As a sample was not returned, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.